Event description:
It was reported that the product heated up during a routine equipment evaluation at the user facility. There was no pt involvement and no user injury or adverse consequences were reported.

Manufacturer narrative:
The customer has chosen not to return the device for evaluation. A follow-up report will be filed if the product is received and investigation results require.